Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported information of the stent appearing to be oversized is due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for use after expiration reported from this lot. Cine images were returned and reviewed by senior coordinator clinical research. Based on the imaging provided, the device in question was packaged and labeled as a 7.0 mm x 30 mm x80 cm in size. The external carton was not photographed or returned but the assumption is that the external packaging label matched the internal packaging label. Manufacturing documentation has pre-established dimensional specifications for the absolute pro nitinol stents. Within the table is a section labeled "stent length (mm)" which indicates that an acceptable manufactured length for the 30 mm absolute stent can be 37 mm +/- 2 mm. Although this specification is longer than the labeled length of 30 mm, there is the potential for a physician to deploy a stent that is 39 mm in length. This seems to be the case in that the physician visually assessed the stent length and felt it to be longer than 30 mm. Subsequent measurements using a fixed length uninflated balloon (6.0 mm x 20 mm) clearly showed that the stent was longer than 30 mm. There are no identifiable manufacturing errors as the stent met the internal specifications for its length prior to being mounted onto the delivery system. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day report, additional information was provided, indicating that the lesion length was measured prior to the stent implantation using a 40 mm length dilatation catheter. There was no reported difficulty during deployment of the absolute pro stent and the stent was not implanted in healthy tissue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a peripheral artery procedure, the 7.0 x 30 mm absolute pro stent was deployed in the common femoral artery. After deployment, the physician noted that the deployed stent was a 7.0 x 40 mm stent. The physician calibrated the stent length using a 6.0 x 20 mm dilatation catheter. There was no adverse patient effect. No additional information was provided.